Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl at the time of the event. Troubleshooting was performed, pump was over delivering and found that the customer had been using the insulin pump system within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 04-mar-2024, there is no unexpected alarms/suspends. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. In summary, pump passed all required testing. Unable to verify customer complaint for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump over delivery was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having low blood glucose. Sensor glucose values were 60¿s to 40mg/dl. He was still having the issue even after his doctor changed his settings to give less insulin in the afternoon and at night. He would get low alerts at 2 and 3 in the morning but he did not wake up to test. Customer had a low on (B)(6) 2024 at 1pm. Customer did not treat the low. Customer alleged over delivery. However, customer said the reservoir was showing more insulin than shown on the status screen. Smartgaurd was used.